Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: cutaneous contour deformity, breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with an unspecified mentor implant and experienced breast pain and a folded implant on the left side post-operatively. As a result, the patient underwent explantation on (B)(6) 2021. It is unknown if the patient¿s devices were gel or saline devices. In the absence of clarifying information, the devices will be reported indicating gel devices. If additional information is received confirming gel or saline, a supplemental report will be sent.